Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in the (B)(6), this was a case of a 26mm sapien 3 ultra (s3u) transcatheter heart valve in aortic position by transfemoral approach. During the procedure, the esheath had difficulty advancing over the lunderquist wire through external iliac needing steady pressure to achieve progression. Once inside the evar, the esheath advanced smoothly under screening. A decision was made to pre-dilate; a 22mm numed balloon over safari wire was expanded under rapid pacing. There was difficulty retrieving the balloon back through the valve, but it was able to be removed intact. A s3u valve was prepared. The delivery system with the s3u valve advanced into sheath but it was extremely difficult to negotiate through external iliac needing significant force to advance. Once inside the sheath within evar, it advanced easily. The valve was crossed with difficulty. The valve caught on the native valve but was advanced with sustained pressure across valve. Rapid pacing commenced and the balloon inflated without valve expansion so the balloon ruptured. The system withdrawn back to sheath tip. Sheath and valve were withdrawn en-bloc through evar under screening. It was retrieved as far as distal external iliac but unable to withdraw any further despite repeated attempts. Proximal end of balloon seen on hypotube suggested balloon was in two parts, with the distal section with nose cone seen adjacent to valve on fluoro. Patient haemodynamically stable throughout. Patient was converted to surgery with no further consideration of transcatheter aortic valve intervention at this stage. The patient will be allowed to recover and discharge, then re-assess options for aortic valve treatment.

Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history review was performed and revealed no other complaints relating to crossing difficulty, balloon leak, withdrawal difficulty, and distal tip separation. Manufacturing mitigation's/controls relevant to the issue support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU, procedural training manual, device preparation manual, and patient screening manual were reviewed. Based on the review, no IFU or training deficiencies were identified. As the complaints for crossing difficulty, balloon leak, withdrawal difficulty, and distal tip separation were unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaints for crossing difficulty, balloon leak, withdrawal difficulty, and distal tip separation were unable to be confirmed as neither complaint device nor applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history and manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, "valve crossed with difficulty- sapien caught on native valve". It was also reported that, the bav experienced "difficulty retrieving balloon back through valve". Available information suggests it is possible that calcification and tortuosity was present within the patient anatomy. The presence of tortuosity in the vasculature, even more so the aorta, can make the pathway more challenging as the delivery system tracks through the anatomy. Subsequently this can lead and contribute to the reported difficulty felt when positioning the delivery system to cross the native valve. Additionally, it is possible that the presence of severe calcification of the leaflets could have obstructed the valve from properly crossing. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests patient factors (calcification, tortuosity) may have contributed to the reported event. As reported, "rapid pacing commenced and balloon inflated but no valve expansion so balloon ruptured". As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact location and nature of the leak is unknown; however, possible sources of delivery system leaks could be a tear on the balloons or separation of the I/c (inflation to crimp) bond. It is possible that calcification was present in the patient anatomy. Calcifications along the patient anatomy can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While physician advanced the delivery system, it is possible the balloons negatively interacted with patient calcified vessels/leaflets and may have become punctured. It is also possible high forces on the system during valve alignment resulted in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Performing valve alignment in a non-straight section can cause the valve to "dive" into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces potentially weakening the crimp balloon and resulting in a torn balloon. Without applicable patient/procedural imagery, a definitive root cause was unable to be determined. Available information suggests patient (calcification, tortuosity) and/or procedural factors (high alignment forces) may have contributed to the reported event. As reported, "system withdrawn back to sheath tip. Sheath and valve withdrawn en-bloc through evar under screening. Retrieved as far as distal external iliac but unable to withdraw any further despite repeated attempts. Proximal end of balloon seen on hypotube suggesting balloon now in two parts, distal section with nose cone seen adjacent to valve on fluoro". It was also reported that extreme difficulty was experienced during insertion through the external iliac. Available information suggests tortuosity and calcification was present within the patient's iliac arteries. Tortuosity and calcification can create challenging anatomy which can create non-coaxial withdrawing angles and potentially result in the distal end of the delivery system catching onto the vasculature such as a sharp calcium node. Additionally, it is possible balloon burst or tear occurred during the procedure. If a balloon burst or tear occurred, it may result in an altered balloon profile making it susceptible to catching on to calcified vasculature. It is possible that through the "repeated attempts" to withdraw, excessive manipulation was used to overcome resistance and led to the reported distal tip separation. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests patient (calcification, tortuosity) and/or procedural factors (withdrawal of burst/torn balloon, excessive device manipulation) may have contributed to the reported event.